Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photographic sample shows the product label and not the reported event. Therefore, the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a polyflux 140h, an external leak fluid was observed. There was no patient involvement associated with the reported event. No additional information is available.

Manufacturer narrative:
Initial reporter name and address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.